Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 256 mg/dl at the time of incident. The customer's blood glucose was 198 mg/dl at the time of call. The customer's father stated that they were vomiting. The customer's father stated that they were given insulin to treat the blood glucose. The customer's father stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.